Event description:
It was reported that the balloon failed to deflate. The 50% stenosed, which was approximately 2.5 cm x 100 mm in size, soft and straight target lesion was located in the mildly tortuous and mildly calcified distal superficial femoral artery (sfa) extending to the popliteal artery. A 3.0mm x 150mm x 150cm coyote balloon was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon appeared to inflate in certain areas but failed to inflate in others. An attempt was made to deflate the balloon for 5 minutes, but the angiogram showed that it was not deflating. The physician used a 60-cc syringe to pull negative pressure to the balloon, which resulted in minimal deflation. The device was removed intact, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a twist 9.5cm, 12cm, and 15cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported difficulty to deflate and inflate.

Event description:
It was reported that the balloon failed to deflate. The 50% stenosed, which was approximately 2.5 cm x 100 mm in size, soft and straight target lesion was located in the mildly tortuous and mildly calcified distal superficial femoral artery (sfa) extending to the popliteal artery. A 3.0mm x 150mm x 150cm coyote balloon was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon appeared to inflate in certain areas but failed to inflate in others. An attempt was made to deflate the balloon for 5 minutes, but the angiogram showed that it was not deflating. The physician used a 60-cc syringe to pull negative pressure to the balloon, which resulted in minimal deflation. The device was removed intact, and the procedure was completed with another of the same device. No patient complications were reported.